Event description:
Procedure: anterior resection. According to the reporter: during the procedure, when the device was applied to the ima root part for the second clipping, the device was twisted and would not come off the tissue. The clip was forced to come off. Eventually, it came off, so the third clipping was done and the same incident occurred. There was tissue damaged during the case. Oozing under 250 cc occurred. Additional manual suturing was done during the case.

Manufacturer narrative:
(B)(4).